Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 instrument was not moving in the direction the surgeon wanted. Technical support engineer (tse) asked customer to reseat the endoscope plus in usm 2. Operating room (or) staff reseated endoscope plus and got "endoscope at rotation limit" message. Tse asked or staff to try another scope if possible. Or staff stated the surgeon was unable to troubleshoot at this stage of the surgery. Or staff requested usm3 to be checked. Surgeon continued with case robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the reported issue occurred when the surgeon's head was inside the surgeon side console (ssc) and when the surgeon was attempting to manipulate instruments from the ssc. The reporter stated that the reported issue is due to user training issue because the issue resolved on it's own and the procedure was completed with the same system. There was no instrument-to-instrument or system arm-to-arm interference noticed. There were no external collisions with the other instrument. Monopolar curved scissors (mcs) was installed on the system when the issue occurred. The customer had to reboot the system to resolve the issue. All instruments were functioning and moving normally after the reboot.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) 3 instrument motion issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse went on site and could not reproduce the reported issue and did not find any issues with the arms. The system was tested and verified as ready for use. The complaint regarding usm 3 instrument motion issue was not confirmed based on the field evaluation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.